Event description:
The dme company for my 8 month old baby recently switched over to enfit style enteral feeding supplies. When we used the mckesson extension feeding set dual enfit port 12 in the first time the connected caps that screw in for the to cover the feeding port and medicine port come detached. My son had it on for 5 minutes for before he had the tube in his mouth and it detached in his mouth. Very concerning as a chocking hazard and there are no other options since the old style will no longer be produced. FDA safety report ID# (B)(4).